Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. The pneumatic block and main circuit board were replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for the failure mode concludes that the risk is acceptable. The reportable event occurred during a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. The device was not in patient use when the reported event occurred.